Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter on (B)(6) 2015. The bg reading was in the 30's and the patient wife administered a 1 mg glucagon injection to treat the hyperglycemic event. The glucagon recovered the patients bg levels with no lasting effects. At the time of contact with dexcom the patient reported to be feeling normal. No additional medical intervention or injuries were reported.

Manufacturer narrative:
(B)(4).